Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor was not properly producing a driven ground signal and was unable to complete a baseline. The cause for the lack of driven ground and inability to recognize an ECG signal was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that the monitor malfunction caused or contributed to the patient's death. The device was able to monitor the patient and deliver a treatment shock when an arrhythmia was detected. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. Manufacture dates: monitor: 2/12/2015; electrode belt: 6/3/2010.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2018 while wearing the lifevest. It was reported that the patient was admitted on (B)(6) 2018 and passed away on (B)(6) 2018. Prior to passing, the patient received two defibrillations from the lifevest. At 18:13:33, the device detected an arrhythmia with the ECG revealing ventricular fibrillation (vf) rhythm. At 18:13:57, the device released gel followed by a full energy shock at 18:14:11. The patient's rhythm at the time of the shock was vf with the post-shock rhythm being severe bradycardia at 10 to 40 bpm degrading to asystole. Between 18:14:54 and 18:15:23, the device continued detecting the same post-shock rhythm. Between 18:15:47 and 18:22:28, the device kept entering and existing the detection sequence while the patient was in asystole with CPR artifact. At 18:26:19, the patient received a second full energy shock while in asystole with CPR artifact. The post-shock rhythm was also asystole with CPR artifact. The patient remained in asystole with CPR artifact until the electrode belt was disconnected at 19:02:23 and the device was shutdown at 19:02:36. The response buttons were not pressed during the event. CPR artifact contributed to the false detection. Post-shock asystole is a known potential outcome of defibrillation. The lifevest performed as designed and appropriately detected and treated a life-threatening rhythm (vf). The arrhythmia was converted to a slower rhythm. The patient's monitor failed incoming functionality testing.